Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke. The knife blade indicator didn't go forward after the firing trigger closed. Changed to another reload but still had the issue. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged firing shuttle, disengaged firing shuttle. The analysis results found that one ec60 device was returned with the firing mechanism damaged and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/3. Due to the condition of the device no functional testing could be performed. The device was disassembled to verify the condition of the internal components; the firing shuttle spring was noted to be damaged and disengaged, causing the firing mechanism not to properly operate. However, the knife indicator was noted in good condition. While no conclusion could be reached as to how the firing shuttle spring became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.